Manufacturer narrative:
This report is submitted on september 21, 2020.

Event description:
Per the clinic, the patient experienced a cerebrospinal fluid leak and an episode of bacterial meningitis, and was hospitalised on (B)(6) 2020 for a duration of 2 weeks. The patient was placed under a general anaesthetic on (B)(6) 2020, and underwent surgery to repair the location of the cerebrospinal fluid leak. The implanted device remains.